Manufacturer narrative:
The reported event, unit will only run at 35%, was not duplicated. During functional inspection the service technician noted the handpiece performed within specifications. After the functional inspection the handpiece was disassembled and visually inspected. During this visual inspection the service technician observed a damaged socket. A damaged socket can cause or contribute to the device having reduced performance. The handpiece was repaired and returned to the customer. No additional information has been received from the user facility regarding this incident.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that prior to a case at the user facility, the remb sagittal saw was running at 35% power, resulting in a delay of 30-60 minutes which may have required the use of additional anesthesia. The procedure was completed successfully. Additional information has been requested from the user facility.

Event description:
It was reported that prior to a case at the user facility, the remb sagittal saw was running at 35% power, resulting in a delay of 30-60 minutes which may have required the use of additional anesthesia. The procedure was completed successfully. Additional information has been requested from the user facility.